Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while removing the gall bladder, the bag tore and the specimen fell into the patient. They opened a new bag to resolve the issue. There was no patient injury.